Manufacturer narrative:
There was no reported device malfunction associated with the amplatzer talisman delivery system. An event for patient effects of bleeding was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. After implantation, it was observed that there was a liver bleed noted in the patient. Based on the information received, the cause of the reported bleeding could not be conclusively determined. It is possible due to procedural conditions (difficulty in advancing the ice catheter); however, it cannot be confirmed. The reported unexpected medical intervention was a resulted of case-specific circumstances, as therapeutic heparin was administered, and blood transfusion was required to treat the event.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using an 9f amplatzer talisman delivery system. After implantation, it was observed that there was a liver bleed noted in the patient. It was noted that the cause that led to the bleeding was due to difficulty in advancing the ice catheter. Therapeutic heparin was administered, and blood transfusion was required to treat the event. There is no allegation of malfunction against the abbott device or procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using an 9f amplatzer talisman delivery system. After implantation, it was observed that there was a liver bleed noted in the patient. It was noted that the cause that led to the bleeding was due to difficulty in advancing the ice catheter. Therapeutic heparin was administered, and blood transfusion was required to treat the event. There is no allegation of malfunction against the abbott device or procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.